Manufacturer narrative:
E1: initial reporter phone no. (Additional): (B)(6). The device was received for evaluation. Visual inspection was performed which identified a cut/tear in the tubing. The reported condition was verified. The cause of the condition was related to a machine during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution set had a defect in the wall of the tubing; fluid/medication leaked out the side when spiked and primed. The issue was further described as "a tear in the wall of the tubing". The tear was not a discrete hole with clean edges; the tear had "ragged edges and was longer along the axis of the tubing". There was no patient involvement. No additional information is available.